Manufacturer narrative:
A thorough investigation to determine the root cause of the reported failure was performed. The customer¿s immediate concerns were addressed by the service engineer replacing the ebox assembly. The channel boards were returned for a part evaluation and found one of the boards failed testing due to a loose component which was repaired to resolve. The system has returned to service with no similar issues reported.

Event description:
During a needle/catheter guidance procedure, a customer reported that the cx50 ultrasound system¿s screen image was too compressed to perform the procedure. The procedure was completed using another ultrasound system. No patient or user was harmed as a result of the issue. An evaluation of the system was performed to identify the root cause of the reported issue. The philips service engineer replaced the ebox resolving the issue.